Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to suspected infection. Additional information indicates that the patient had uti (urinary tract infection) and blood infection. There were no additional adverse patient effects reported. This rv lead remains in service.